Event description:
A malfunction alarm with code malf 12 was reported by the customer. A notable event did not occur prior to the malfunction, and there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur afterward. The customer acknowledged the instructions and will continue to use the pump, agreeing to contact support if the malfunction occurs again.